Event description:
Additional information was received that additional episodes of post paced t-wave oversensing (pptwos) were observed on the device. As a result, additional reprogramming was performed to resolve the event.

Event description:
It was reported that episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming has been performed to resolve the event. The patient was stable.